Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Patient reported adhesive allergies for the t-slimi and causes swelling and lack of insulin absorption. No further information available.